Manufacturer narrative:
The manufacturer previously reported a ventilator failed to charge it's internal battery. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery needs to be replaced to address the issue. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The device will be evaluated at a third party service center. A follow-up report will be submitted when the investigation is complete.